Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one video was provided and reviewed. Thread was noted to be not protruding from catheter tip and separated from the catheter in video review. Therefore, the investigation is confirmed for the reported thread fallen off issue. The definitive root cause could not be determined based upon available information. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous transhepatic biliary drainage catheter procedure using the navarre universal drainage catheter. After the procedure, the sure-lok wire of the locking device had fallen off. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic biliary drainage catheter procedure using the navarre universal drainage catheter. After the procedure, the sure-lok wire of the locking device had fallen off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.